Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. There were 14 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 milliseconds from (B)(6) 2016 to (B)(6) 2016. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 565 ohms through (B)(6) 2016 and spiked out of range on (B)(6) 2016. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 556 ventricular sic since the last session 6 days ago. Analysis of the device memory indicated oversensing associated with the rv lead. T-wave oversensing was identified in the ventricular fibrillation (vf) episode 135 ((B)(6) 2016) leading to one inappropriate shock. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyar rhythmia therapy. One inappropriate shock was delivered on (B)(6) 2016 due to t-wave oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapies due to t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead also exhibited high impedance and high sensing integrity counter (sic). The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.